Manufacturer narrative:
The customer's report of a leak at the pump segment was confirmed however the report that the tubing separated was not confirmed. The set was received with tape affixed to the silicone segment directly beneath the upper fitment with a notation stating "hole" and an arrow drawn pointing to the upper fitment. Inspection of the upper fitment showed a tear on the silicone segment atop the edge of the upper fitment, measuring approximately 0.04 inches long. No crush marks or tool marks were observed around the upper fitment. Functional and pressure testing confirmed leaking from the tear. The cause of the leak was a tear in the silicone segment. The cause of the tear was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing separated and leaked at the pump segment. There was no report of patient harm.